Manufacturer narrative:
One sample was received for evaluation. Visual inspection noted a leak at the patient connector heat seal bead. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak at the patient connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the patient line connector. This occurred during the first fill cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.